Manufacturer narrative:
The hub connector distorted. The user was unable to attach the delivery system. The introducer was removed from the pt and another co's filter was used to complete the procedure.male protusion between y-adapter body and rotating male luer/o-ring was bent off-center. The male luer/o-ring became separated from the y-adapter body. Filter was not present in returned sample. Device history record review found that the incoming lot numbers were 114066t and 1270661. The finished lots made with y-adapters of those lots are 518066c, 527066b, 530076c, and 502086a. Device history review confirmed that this component was subjected to and satisfied all current quality standards specific in the applicable device master record. Lot was manufactured on 7/16/96."use by " date is july 1999. The male luer of the y-adapter hub connector was bent.

Event description:
The hub connector distorted. Could not attach the delivery system. The introducer was removed from the pt and a filter was successful in completing the procedure (no other co filters were available).